Manufacturer narrative:
The homechoice device was returned and evaluated. There was no device malfunction identified that could have caused or contributed to the reported event of death, therefore, the homechoice is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient passed away while performing therapy with the homechoice device. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death. It was not reported if an autopsy was performed. It was reported the patient was connected to the homechoice device at the time of death. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device passed the rite electrical test but failed the rite functional test due to the keypad being inoperative at end of therapy, however, there was no device failure or malfunction identified that could have caused or contributed to the reported difficulty. Internal and external inspection was performed and no issues were noted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.